Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's diabetes educator reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 570 mg/dl. The insulin pump gets beeps twice. The insulin pump passed self-test. The customer did not provide information about symptoms and treatment. Customer was hospitalized pump has been off for three days not diabetes related. The insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.